Event description:
Information available at this time indicates that patient has been monitored since 2001. Three months later, patient reported no sound. Testing was performed at center and by co rep that confirmed device was no longer functioning. Patient requested reimplantatiion with another clarion device.